Event description:
The healthcare professional reports the implant was inserted (B)(6) 2024 in the patient's mouth. On (B)(6) 2025, loss of osseointegration was reported. According to the information, the patient is smoker, the patient has pen allergy. At the event, the patient experienced: pain. Observed during the event: bone loss, infection, mobility. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.